Manufacturer narrative:
Concomitant medical products: 4296-88 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wavelet from the cardiac resynchronization therapy defibrillator (crt-d) did not get applied to prevent an inappropriate shock for atrial fibrillation (af) with rapid ventricular response. The crt-d remains in use. No further patient complications have been reported as a result of this event.